Manufacturer narrative:
The device is not available for evaluation and its lot code is unknown. Without a lot number, a review of manufacturing records cannot be completed. Review of complaint trends for the past twelve months found no other complaints have been reported for this item. Without a product sample we are unable to confirm the reported issue or identify the root cause. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Event description:
International affiliate reports a confidence introducer needle was placed into the vertebral body. A biopsy needle was inserted through the introducer needle and, when gently hammered into the vertebral body, the tip of the biopsy needle broke off. The broken tip was removed from the vertebral body without issue. Reports there were no adverse consequences to the patient and no resulting delay.